Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire. The sensor wire was inserted into the abdomen on (B)(6) 2017. No injury or medical intervention was reported. Upon further contact, patient confirmed that the sensor insertion process was completed as normal and he did not have any insertion issues. However, sensor failed to start-up within the two-hour warm-up period. Patient removed the sensor and stated that the entire wire was on the sensor adhesive. Patient did not experience any signs or symptoms of inflammation or infection. No product or data was returned for evaluation. The reported issue of detached sensor wire could not be confirmed. A root cause was not determined.